Event description:
The patient has done well with intrequent discharges from his unit since implantation. Until recently the patient had noted occassional episodes of hearing beeps from his unit suggestive that he would be in a magnetic field. The patient wxamined his environment for the presence of such a magnectic field, but none was able to be located and despite numerous attempts to reproduce this particular anomaly, this could not be done as well. The patient, as well as his physician's concern, have revolved around the functioning of this unit, given that there have been frequent occurrences of beeps from this unit suggestive that it may potentially be able to be deactivat with no warning to the patient. In addition, this implanted unit is under FDA notification secondary to a defective capacitor and the testing circuitry. Note: this is not in the actual circuitry that would deliver therapy in the patient, but there have been reports of early battery depletion and there are potentially other anomalies in the actual device itself secondary to this defective testing capacitor. In speaking with the representative from the company, the physician has been able to obtain no clear indication that this type of abnormality could be explained, and he has not been able to receive assurance that this is an abnormality which could not occur because of the capacitor malfunction descirbed above. For this reason, after much thought and frequent occurrences of these beeps at times and also witnessed by the patient's wife, it is elected to bring the patient into the hospital to undergo an elective replacement of his aicd pulse generator unit to assure that the patient, when in need of therapy, would have a well functioning unit.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.